Event description:
It was reported that the customer had received multiple no delivery alarms from his insulin pump. The customer's blood glucose levels at the time of the report are unknown. The customer reported having to apply addition pressure on the o-rings of the insulin pump's reservoir to complete a manual prime. Troubleshooting was declined. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm test. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a broken reservoir tube lip.